Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') and diverticulitis ('diverticulitis') in a 47-year-old female patient who had essure (batch no. 619617,678816) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section and colposcopy. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included thyroid disorder, gallbladder disorder, hyperlipidemia, menses irregular, hot flashes, menorrhagia, mood swings and ovarian cyst. Concomitant products included alprazolam (xanax) and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, the patient was found to have teratoma ("tumor / teratoma / cancer type: teratoma"), 5 years after insertion and 1 day after removal of essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain upper ("upper abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("bloating after meals"), dyspareunia ("dyspareunia (painful sexual intercourse)with deep penetration"), fatigue ("fatigue"), diverticulitis (seriousness criterion medically significant), menopause ("hormonal changes: premenopause"), migraine ("migraines"), nausea ("nausea"), anxiety ("anxiety") and headache ("headaches") and was found to have weight increased ("weight gain."). The patient was treated with surgery (oophorectomy (one side removal of ovary),salpingectomy (one side removal of fallopian tube). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, abdominal pain upper, dysmenorrhoea, abdominal distension, dyspareunia, fatigue, diverticulitis, menopause, migraine, nausea, anxiety, teratoma, weight increased and headache had not resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, anxiety, diverticulitis, dysmenorrhoea, dyspareunia, fatigue, headache, menopause, migraine, nausea, teratoma and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion dates : ??-mar-2010 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2015: right ovarian mass and fallopian tube: mature ovarian teratoma (dermoid cyst) and fimbriated portion of fallopian tube. Ultrasound scan vagina - on (B)(6) 2014: asymmetric mass like enlargement of the right ovary with a 2.1 cm follicle. Concerning the injuries reported in this case the following events were confirmed vai patients medical record : bloating, upper abdominal pain, weight gain, cramping, pelvic pain,dyspareunia lot number: 619617 manufacture date: 2009-02 expiration date: 2012-02 lot number: 678816 manufacture date: 2009-10 expiration date: 2012-10 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a 47-year-old female patient who had essure (batch no. 619617,678816) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section and colposcopy. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included thyroid disorder, gallbladder disorder, hyperlipidemia, menses irregular, hot flashes, menorrhagia, mood swings and ovarian cyst. Concomitant products included alprazolam (xanax) and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)with deep penetration"). On (B)(6) 2015, the patient was found to have teratoma ("tumor / teratoma / cancer type: teratoma"), 5 years after insertion of essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain upper ("upper abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("bloating after meals"), fatigue ("fatigue"), diverticulitis ("diverticulitis"), menopause ("hormonal changes: premenopause"), migraine ("migraines"), nausea ("nausea"), anxiety ("anxiety"), headache ("headaches") and ovarian mass ("ovarian mass") and was found to have weight increased ("weight gain."). The patient was treated with surgery (oophorectomy (one side removal of ovary),salpingectomy (one side removal of fallopian tube). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, abdominal pain upper, dysmenorrhoea, abdominal distension, dyspareunia, fatigue, diverticulitis, menopause, migraine, nausea, anxiety, teratoma, weight increased and headache had not resolved and the ovarian mass outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, anxiety, diverticulitis, dysmenorrhoea, dyspareunia, fatigue, headache, menopause, migraine, nausea, ovarian mass, teratoma and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion dates : ??-mar-2010 if you have not had your essure removed, are you currently planning for essure removal-no (discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2015: right ovarian mass and fallopian tube: mature ovarian teratoma (dermoid cyst) and fimbriated portion of fallopian tube. Ultrasound scan vagina - on (B)(6) 2014: asymmetric mass like enlargement of the right ovary with a 2.1 cm follicle. Concerning the injuries reported in this case thhe following events were confirmed vai patients medical record : bloating, upper abdominal pain, weight gain, cramping, pelvic pain,dyspareunia lot number: 619617 manufacture date: 2009-02 expiration date: 2012-02 . Lot number: 678816 manufacture date: 2009-10 expiration date: 2012-10 . Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event ovarian mass was added. Onset date of the events were added. Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a 47-year-old female patient who had essure (batch no. 619617,678816) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section and colposcopy. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included thyroid disorder, gallbladder disorder, hyperlipidemia, menses irregular, hot flashes, menorrhagia, mood swings and ovarian cyst. Concomitant products included alprazolam (xanax) and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)with deep penetration"). On (B)(6) 2015, the patient was found to have teratoma ("tumor / teratoma / cancer type: teratoma"), 5 years after insertion of essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain upper ("upper abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("bloating after meals"), fatigue ("fatigue"), diverticulitis ("diverticulitis"), menopause ("hormonal changes: premenopause"), migraine ("migraines"), nausea ("nausea"), anxiety ("anxiety"), headache ("headaches") and ovarian mass ("ovarian mass") and was found to have weight increased ("weight gain."). The patient was treated with surgery (oophorectomy (one side removal of ovary),salpingectomy (one side removal of fallopian tube). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, abdominal pain upper, dysmenorrhoea, abdominal distension, dyspareunia, fatigue, diverticulitis, menopause, migraine, nausea, anxiety, teratoma, weight increased and headache had not resolved and the ovarian mass outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, anxiety, diverticulitis, dysmenorrhoea, dyspareunia, fatigue, headache, menopause, migraine, nausea, ovarian mass, teratoma and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion dates : (B)(6) 2010 if you have not had your essure removed, are you currently planning for essure removal-no (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2015: right ovarian mass and fallopian tube: mature ovarian teratoma (dermoid cyst) and fimbriated portion of fallopian tube. Ultrasound scan vagina - on (B)(6) 2014: asymmetric mass like enlargement of the right ovary with a 2.1 cm follicle. Concerning the injuries reported in this case the following events were confirmed vai patients medical record : bloating, upper abdominal pain, weight gain, cramping, pelvic pain,dyspareunia. Lot number: 619617, manufacture date: 2009-02, expiration date: 2012-02. Lot number: 678816, manufacture date: 2009-10, expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') and diverticulitis ('diverticulitis') in a (B)(6) year-old female patient who had essure (batch no. 619617,678816) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section and colposcopy. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included thyroid disorder, gallbladder disorder, hyperlipidemia, menses irregular, hot flashes, menorrhagia, mood swings and ovarian cyst. Concomitant products included alprazolam (xanax) and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, the patient was found to have teratoma ("tumor / teratoma / cancer type: teratoma"), 5 years after insertion and 1 day after removal of essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain upper ("upper abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("bloating after meals"), dyspareunia ("dyspareunia (painful sexual intercourse)with deep penetration"), fatigue ("fatigue"), diverticulitis (seriousness criterion medically significant), menopause ("hormonal changes: premenopause"), migraine ("migraines "), nausea ("nausea"), anxiety ("anxiety") and headache ("headaches") and was found to have weight increased ("weight gain."). The patient was treated with surgery (oophorectomy (one side removal of ovary), salpingectomy (one side removal of fallopian tube). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, abdominal pain upper, dysmenorrhoea, abdominal distension, dyspareunia, fatigue, diverticulitis, menopause, migraine, nausea, anxiety, teratoma, weight increased and headache had not resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, anxiety, diverticulitis, dysmenorrhoea, dyspareunia, fatigue, headache, menopause, migraine, nausea, teratoma and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion dates : (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2015: right ovarian mass and fallopian tube: mature ovarian teratoma (dermoid cyst) and fimbriated portion of fallopian tube. Ultrasound scan vagina - on (B)(6) 2014: asymmetric mass like enlargement of the right ovary with a 2.1 cm follicle. Concerning the injuries reported in this case the following events were confirmed vai patients medical record : bloating, upper abdominal pain, weight gain, cramping, pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on 26-jul-2019: pfs and mr received: previously reported event injury was deleted and was updated to new events. Lot number added. Following events were added: dysmenorrhea, dyspareunia, fatigue, diverticulitis, hormonal changes: premenopause, migraines / headaches, nausea, anxiety, teratoma,weight gain. Reporter information added. Medical history,concomitant condition, concomitant products and historical drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.